Manufacturer narrative:
The insulin pump was received with moisture damage on the electronics and motor, however pump passed functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump makes a constant hum. The insulin pump may have got wet. The insulin pump will not turn off and the screen has lines going up and down like a bar code and is fogged. The customer mentioned going into the swimming pool. The insulin pump is vibrating without an alarm or alert. The customer's blood glucose is 149 mg/dl.